Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿we had 1 unilateral tkr allpoly at aster adhar hospital kolhapur. Bone cement smartset ghv 40 gm which we wanted to use for implantation was not getting mixed properly as it usually gets mixed.¿ device history lot: device history reviewed on 06 dec 19 0 non-conformances on this lot number. Final micro and sterility tests passed. 4170 units released. Lot expiry date: 30 nov 20. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bone cement smartset ghv 40 gm which we wanted to use for implantation was not getting mixed properly as it usually gets mixed. Was surgery delayed due to the reported event?: no.